Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned to isi and analyzed. Failure analysis investigations were able to replicate and confirm the reported issue. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.193 x 0.564" was found to be broken off. The broken piece was not returned. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps broke, and one side of the grasper fell inside the patient. The fragment was safely retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm or injury to the patient. The fenestrated bipolar forceps instrument was being inserted into the patient when the issue occurred. The surgeon did not notice any issues with functionality of the instrument. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications.